Event description:
Info rec'd indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a faulty valve guide tube. He replaced the head up valve guide tube to repair the bed.